Event description:
It was reported to boston scientific corporation that a 20fr safety peg pull was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, the tube had to be replaced 2 months prior to schedule due to discoloration and contamination. The device is cleaned with 100cc of water after every use. Despite cleaning with a brush, the contamination could not be removed. Cultures of the tube found the contamination to be fungus. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.